Event description:
During the procedure, the wire became lodged in the vein. Attempted advancement was not successful. Upon removal of the needle and wire, the wire unravelled and stuck in the vein. The wire appeared to be knotted at the distal tip. The wire was grasped with hemostats and withdrawn.